Manufacturer narrative:
A ge healthcare field engineer performed a checkout of the equipment and a review of the logs. The communications cable, display unit and anesthesia control board were replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit shut down and notified the user to switch to manual mode of ventilation. There was no report of patient involvement.